Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a loss of communication alert and then they suddenly received an error on the insulin pump and it suddenly went blank. The customer¿s blood glucose level was unknown. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. The insulin pump was not bumped, dropped or exposed to moisture. The customer was assisted with troubleshooting and display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed self test, active current measurement, and displacement test. Power connector plug in and locked in place properly, however device received with high sleep current and unexpected battery power loss. Problem isolated to electrical board.